Manufacturer narrative:
Updated/additional information ¿ d1. D4. D5. G1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6) 2017. They underwent right hip revision surgery on (B)(6) 2017, approximately 7 months after their initial implantation. The patient claims to have suffered the following injuries and complications as a result of this exactech device: extreme pain, limited mobility, and revision surgery as a result of this exactech device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.